Event description:
It was reported that while surgeon was using the sonic pin said that didn't give the stability wanted. Surgeon added another sonic pin still instable ended up using cannulated screw.

Manufacturer narrative:
Device was not returned. If additional information becomes available it will be submitted on a supplemental report.

Manufacturer narrative:
Device was not returned. If additional information becomes available it will be submitted on a supplemental report.

Event description:
It was reported that while surgeon was using the sonic pin said that didn't give the stability wanted. Surgeon added another sonic pin still instable ended up using cannulated screw.

Manufacturer narrative:
Evaluation summary: deviations in manufacturing were not found. The item remained implanted without adverse consequences to the patient. A review of the risk file revealed that the overall risk category was addressed adequately as no discrepancies were identified. Investigation revealed no non-conformity, therefore no CAPA was initiated. According to later conversation with the surgeon the event was not caused by a deficiency of the device. The event was rather caused by deviation from surgical technique.